Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient fell and the ipg migrated causing pain at the ipg site. Surgical intervention may be pending.

Event description:
Further follow-up indicates the patient underwent surgical intervention on (B)(6) 2019 during which the ipg was repositioned. Surgical intervention addressed the issue.